Event description:
The speculum got stuck in pt because the releasing screw would not release from the locked position. The dr used a midas rex drill to free up the locking pin/screw and then took the speculum out.